Event description:
Information was received from a patient via a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had the device implanted for about 4 years and the ins battery life was showing: 92, 86, 84, and 79 months remaining. The rep reported that they kept the stimulation on. Estimated longevity performed: 1-2+ 1.1v/210pw/14hz. On 24/7. Additionally, it was reported that electrode 1/3 and 2/3 showed >4k ohms. The rep did not know if there were history of power on reset (por) in the patient¿s chart. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and it was noted that the patient came in for a reprogramming only and they had not tried their programs that were given to them 4 weeks ago. They went through more teaching. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.